Event description:
Device malfunction: none. Symptoms/ae: small dissection. Time of symptoms/ae: post procedure. It was reported that a trained physician achieved arteriotomy closure of the right common femoral artery using the starclose device after an interventional procedure. The pt returned three days after the procedure in 2008, complaining of numbness in the right leg. The physician examined the pt and found bruising in the lower abdomen with a possible hematoma. An angiogram revealed an occlusion prior to the groin access site in the right common femoral artery. Angioplasty was unsuccessful in opening the occlusion. The following month, surgery revealed a small dissection at the point of access. A patch was inserted to repair the occlusion. Reportedly, it is unclear if the dissection was caused by the starclose or the sheath. There were no other adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.